Manufacturer narrative:
Additional analysis is pending. This report will be updated upon completion of analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Boston scientific received information that this right ventricular (rv) lead had delivered inappropriate shock therapy. The physician elected to explant the system. Upon receipt at our post market quality assurance laboratory, analysis noted a fracture in the lead. No adverse patient effects were reported.